Event description:
The customer reports that the power supply module for the defibrillator is inoperable.

Manufacturer narrative:
(B)(4). The customer reports that the power supply module for the defibrillator is inoperable. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.